Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fluid accumulated in the cuff; water droplets adhere not only to the cuff but also to the pilot balloon so much that it cannot be pulled with a syringe. This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. Under visual inspection the sample appeared to be in good condition. Functional testing was unable to duplicate/confirm the complaint. It was reported that there was fluid in the cuff - since fluid was inside cuff it is the most probable that the cuff was cut, and the root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.